Event description:
The hosp reported that during the saphenous vein harvesting procedure, the balloon popped on the short port. A second device was used to complete the procedure. No pt complications were reported.